Manufacturer narrative:
Customer quality investigation of returned device: cq investigation: this complaint is confirmed. For one out of two expansionhead screws, only the broken tabs or flanges were returned with the complaint. Three fragments which are broken flanges were returned with the complaint. The second expansionhead screw was returned intact but with tabs or flanges in the spreaded condition. The complaint condition could not be replicated due to visible damage to the returned implants. Visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection: for one out of two expansionhead screws, only the broken tabs or flanges were returned with the complaint. Three fragments which are broken flanges were returned with the complaint. Some of the returned fragments are in twisted condition which suggests a use of off-axis force in order to remove the screw. As the complaint description mentions, the screw shaft is remaining in the patient body. Although the forth broken flange was not returned with the complaint, it was not left in the patient body per the complaint description. The DHR review could not be performed due to lot number for the returned implant being unknown. Due to the same reason the implants were reviewed against the latest drawing revisions. 4.0mm expansionhead screw drawing was reviewed. The features of the screw for which only the broken fragments were returned could not be verified due to fragments being in the deformed condition. For the screw with the broken flanges, the screw functioned properly and was able to be implanted at the desired location. It was the overall location of implantation of this screw and resulted difficult angle that demanded explantation and repositioning of the screw. It is possible that the same the inconvenient location of this screw in the patient bone resulted in the application of off-axis forces by the surgeon in order to remove the screw. This may have led to the complaint condition which is broken flanges during the process of screw removal. Manufacturer location: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that on (B)(6) 2017 the patient underwent a two-level- anterior cervical discectomy and fusion (acdf) procedure at c4-c5 disc levels. Patient was implanted with one (1) two level cervical spine locking plate (cslp), six (6) locking screw and six (6) self drilling expansion head screws. As the surgeon was instrumenting at the left c4 disc level, the locking screw would not engage the self drilling expansion head screw due to the fact that the expansion screw placement in the patient¿s cervical bone had too much angle. As surgeon attempted to remove the expansion head screw for better screw purchase in the bone, the tab phalanges around the screw broke off. The surgeon then decided to remove the plate and take out the broken screw. While trying to remove the broken expansion head screw, the other three phalanges tabs broke off. Surgeon removed and verified that all the tabs portions of the broken screw were removed. Surgeon extracted the proximal portion of the broken screw and left the remaining distal portion in the bone. The surgeon then repositioned the plate and completed the surgery. Also, surgeon had previously implanted another expansion head screw into the cslp plate. Due to the re-positioning of the plate, surgeon removed this locking screw from inside this expansion screw. After he re-positioned the plate, he attempted to re-implant the same expansion head screw but was unable due to the fact that the tab phalanges were spread. Surgeon removed this expansion screw and chose another expansion head screw from the set that was available in the operating room. Surgery was completed successfully with an eight to ten (8-10) minute time delay. Patient is reported in stable condition. Concomitant device: two level cervical spine locking plate (cslp) (part/lot unknown, quantity 1); locking screw (part/lot unknown, quantity 6); self-drilling expansion head screw (part 450.133, lot unknown, quantity 6). This is report 1 of 1 for com-(B)(4).